Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving high voltage therapy. Review of the electrogram revealed oversensing of possible lead noise that may be myopotential oversensing. Upper out of range pacing lead impedance and declined sensing amplitude were observed. Programming was not recommended as it would not resolve the oversensing. The lead was capped and replaced. No further information is available.